Event description:
Agent ide study: it was reported that restenosis occurred. The proximal left anterior descending artery (lad) was treated with a 3.00 mm x 20 mm taxus element (ion) monorail coronary drug-eluting stent and the distal lad was treated with a 2.25 mm x 20 mm taxus element (ion) monorail coronary drug-eluting stent prior to index procedure. On (B)(6) 2023, the subject was diagnosed with paroxysmal atrial fibrillation, unrelated to the stents, and worsening cardiac artery disease and hospitalized for further evaluation and treatment. At the time of event the subject was on clopidogrel, which was continued. Diagnostic coronary angiography revealed in-stent stenosis at lad. Coronary artery bypass graft surgery was performed from left internal mammary artery (lima) to lad to treat the event. The paroxysmal atrial fibrillation was treated with ablation left atrial appendage ligation. The events were considered to be recovered/resolved. Seven days later, the subject was discharged from the hospital.